Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information and helping reset the pump, after which the malfunction code did not recur. The customer was informed to contact support if the issue reappeared and understood the instructions provided.